Manufacturer narrative:
Concomitant medical products: novation gxl lnr +5 lat 40mm group 3 cups (cat# 136-40-53). Biolox delta femoral head 40mm 0d, +3.5mm (cat# 170-40-03). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the female patient had a left hip revision of exactech cup. Exactech 36mm +10mm used with existing exactech stem. Patient was revised to a competitor's cup. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, the female patient had a left hip revision of exactech cup. Exactech 36mm +10mm used with existing exactech stem. Patient was revised to a competitor's cup. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays. The device is not available for evaluation. No additional information provided after 3 attempts. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.